Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation despite multiple requests by the manufactuer. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 21mm 3000 pericardial aortic valve underwent a redo valve replacement after an implant duration of four (4) years, six (6) months due to severe aortic stenosis. The explanted valve was noted to have no significant abnormalities in terms of mobility or deterioration. The explanted valve was replaced with a 25mm 11500a pericardial valve. Tee was performed and the implanted valve was noted to be functioning well without any evidence of valvular perivalvular leaks. The patient was transferred to the hvicu in stable condition. On pod #5 the patient received a permanent pacemaker. The patient was discharged to a skilled nursing facility on pod #10 in good condition.